Event description:
During a shoulder decompression, it is alleged the ceramic tip of the device broke off and was unretrieved. A portion of the tip was retrieved, but unknown if the entire tip was removed. No report of injury and minimal delay. Esu settings began at 40, increased to 60, and then to 70.